Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri). The device is a part of the shortened window replacement advisory. The twenty-seven month visit information regarding the device battery status was unknown and therefore, the device was not able to be ruled out for exhibiting advisory behaviors. It was also noted that the right ventricular (rv) lead displayed high thresholds. Subsequent information indicated that the device was explanted. The device has been returned for analysis. No adverse patient effects were reported.